Manufacturer narrative:
Three of the inserters contain no anchors. Two anchors were returned free from their inserters which are broken at the suture eyelet. One anchor remains attached to its inserter and is broken at the suture eyelet as well. Examination of the returned inserters showed no visible damage. The patient¿s bone quality was reported as good and the bone prep was performed with 3.8mm awl. It appears that the site preparation was adequate for the reported bone quality however, it may have been harder than expected as three devices in a row broke and the fourth implanted successfully in the same hole that was designated for the returned devices. This could be a result of supplemental dilation of the hole from removal of the three consecutive 4.5mm anchors. No root cause related to the manufacture of the device lot can be established. A review of the device history records was performed which confirmed no inconsistencies. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the doctor was performing a rotator cuff repair and used a 3.8 tapered awl for prep. Patient's bone was not reported to be hard. When inserting the anchor into the prep hole it broke. This happened two more times for a total of three broken anchors before successfully inserting a fourth. Lost time was an hour. All broken anchors were retrieved using a grasper. The same hole was used for all anchors including the fourth anchor that went in without issue. No patient injury or other complications were reported. Report 1 of 3.